Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and returned for analysis. Replacement was reported with another boston scientific device in absence of adverse patient effects.

Manufacturer narrative:
This device was not returned to boston scientific post explant. Should the unit be received at a later date, analysis will be conducted and an amended report filed. In absence of a returned product, our investigation is complete.